Event description:
This report was received from (B)(6) and is a spontaneous report by a nurse from (B)(6) of peritonitis in a patient, coincident with dianeal-n pd4 1.5% therapy. On (B)(6) 2011, the patient was diagnosed with peritonitis and was hospitalized. On an unreported date in (B)(6) 2011, the patient received remedial therapy with an unspecified antibiotic (dose, route and frequency were not reported). Dianeal-n pd4 1.5% was ongoing with dose unchanged. At the time of this report, the outcome for the peritonitis was not resolved. The nurse did not provide a causality statement for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress